Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the test cut with an incomplete cut. The gears and collars were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the cutter was worn. Upon completion of the investigation it was found that the cutter failed the test cut with an incomplete cut. No adverse events were reported as a result of this malfunction.